Manufacturer narrative:
An additional lot number was reported (lot # m016258). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 1) occurred with multiple cartridges. The customer's blood glucose level was not impacted. Reportedly, the customer did not have extra cartridge to load onto the pump.